Event description:
A complaint was reported regarding infection at the lead extension site of a trial patient. The doctor explanted the lead extensions and the patient was prescribed antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Add'l suspect device components involved in the event are: model no: sc-3138-35; description - scs lead extension, 35 cm (phase iii). Model no: sc-2138-50; description - linear lead (phase iiia), 50 cm. The explanted devices will not be returned for evaluation as they were discarded by the facility.